Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the jaw of the 5mm dia titanium needle holder (cev650t5d) broke when tightened. It was reported that the broken part fell in the patient and was retrieved quickly. No injury, death or increase in surgical time occurred.

Event description:
N/a.

Manufacturer narrative:
The 5mm dia titanium needle holder (cev650t5d) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Evaluation of the titanium needle holder verified the complaint reported by the customer as valid. One pin of the spring was bent. No other defect was found; serration was good. The spring jams. After lubrication, the device works properly. The damage of the device was probably due to a bad handling during the use, the reprocessing or the storage.